Event description:
The customer reported to olympus that the fiber optic lenses were broken, and the robe pull cables needed adjustment on the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the jet channel tube had remaining foreign material from previous procedures. This report is to capture the reportable malfunction of the foreign substance inside the jet tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the lightguide lens was broken with a crack; the rope pull needed to be adjusted; the low angle and knobs played due to wear of angle wire; the air and water cylinders had no color; the suction cylinder had no color; due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; the connecting tube had coating peeling; the universal cord had coating peeling; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H10: per additional information obtained, the subject device was reprocessed at the customer's site and multiple workshops. It is unknown if deviations from the IFU (instructions for use) in regard to reprocessing steps occurred in reference to the foreign material being present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary channel could not be identified. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.